Event description:
It was reported the device exhibits over infusing. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Per visual inspection, rear/front housing was cracked on the top corner and under. Per functional testing, the device failed the "pm-322 process" at "accuracy test station". Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The complaint was confirmed. The root cause was the expulsor assembly. It was unknown what caused the fault. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended that the expulsor assembly be replaced.